Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.